Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the unit stopped ventilation the patient and registered a "device failure 6." There was no patient injury reported.

Manufacturer narrative:
The description of the event and the logfile were analyzed regarding the reported event. The device behaviour could be confirmed as the tank pressure sensor within the mixing chamber of the gas mixture and dosage module did not function properly. In case the safety software identifies such malfunction the corresponding visual and acoustic alarm is generated in order to inform the operator about the deviation, the device automatically switches to the safe mode where the safety valve is opened in order to allow the patient for spontaneous breathing. The device stopped the gas delivery. This intended behavior was confirmed by corresponding entries within the logfile. There was no patient injury reported. The device reacted as specified by posting accompanying alarm messages and opened the safety valve for spontaneous breathing. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the unit stopped ventilation. The patient registered a "device failure 6." There was no patient injury reported.